Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had overfilled the cartridge with insulin and did not perform the air removal step. Technical support educated customer to not overfill cartridge and to make sure to complete cartridge air removal step prior to filling the cartridge. There was no reported adverse effect to the customer's blood glucose level. The customer was able to reload the cartridge to resolve the issue.